Event description:
It was reported that the patient has very high chronic right ventricular (rv) and left ventricular (lv) thresholds which required device outputs to be programmed high due to the need for rate control and atrioventricular (av) node ablation. The device was replaced due to longevity estimate of one month max and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies.